Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. Programming changes were suggested but have not yet been made.

Event description:
New information received on october 24, 2018 indicates that the patient was brought into clinic and the recommended programming changes were made. The patient was fine throughout.